Event description:
It was reported that a patient underwent a pelvic surgery on (B)(6) 2022 and the suture was used. During surgery, the needle separated from the suture during suturing. A like device was used to complete the surgery. There was no delay in surgery time. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please confirm if the patient suffers from any consequence due to the issue (pull off suture needle)? If yes, please provide more details. No, the patient suffers no consequences due to the issue. What is the lot number? Lot number samedl.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/15/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.